Manufacturer narrative:
Results: a preliminary eval of the returned device could not confirm the reported complaint. No physical damage was observed, and the exit alarm mat functioned as intended. Subsequent invasive testing found that the alarm sounds only when weight is applied certain areas of the floor mat. When weight is applied to other areas of the floor mat, the alarm does not sound. Further examination revealed that cracks on the printed sensor sheet conductors caused the event. (B)(4).

Event description:
Customer reported the alarm sounds intermittently when in use with the exit alarm mat. The alarm was tested with a known working sensor and functioned properly. The date of the event is unk. No pt injury was reported.